Manufacturer narrative:
A ge svc rep performed an on site investigation and found a tripped breaker, which may have resulted from a facility power surge. The circuit breaker (cb2) was reset. The workstation wiring and plug were examined and no issue was found. The sys was tested and operates as intended.

Event description:
The customer reported the 9900 system's power would not turn on. No pt injury was reported.